Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Drawing air on the plunger is not considered to be a reportable malfunction.

Event description:
It was reported that during use of the syringe s2 20ml the syringe is drawing air on the plunger liquid passes through the plunger. Foreign complaint the following information was provided by the initial reporter, translated from german to english: syringe is drawing air, probably on the stamp; liquid / propofol passes the stamp, it can not be guaranteed that the patient gets the correct amount of medication.

Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1901128. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-08. Medical device lot #: 1902139. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be...

Event description:
It was reported that during use of the syringe s2 20ml the syringe is drawing air on the plunger liquid passes through the plunger. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: syringe is drawing air, probably on the stamp; liquid / propofol passes the stamp, it can not be guaranteed that the patient gets the correct amount of medication.